Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents reported for unable to remove lock line and knots. Potential causes for knots resulting in the inability to remove the lock line were considered, including manufacturing and user technique/procedural conditions. Knots in the lock line resulting in unable to remove the lock line can be a result of manufacturing anomalies, such as incorrect wrapping of the lock line. Factors related to procedural conditions/user technique which can influence the formation of a knot in the lock line, include the lock line unwrapping/removal technique of the plastic polyimide tubing or the line becoming twisted upon removal. In this case, based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot was formed could not be determined. It is possible that the lock line became knotted at the end due to the unwrapping/removal technique of the lock line, however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system, the lock line became stuck and could not be removed. This has potential to result in intervention or lock line breakage resulting in a portion of the lock line left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue and the grasping was performed. The lock line began to be slowly removed; however, after 4 inches were removed, resistance was felt. The lock line continued to be retracted, but became stuck. At this point, the other end of the lock line could not be pulled. The lock line was completely stuck and would not move at all; therefore, the lock line and the gripper line were placed over the level the caps were refastened. The clip was un-grasped and the cds with the clip was removed from the anatomy without issue. The physician stated that there was a knot in the lock line. A new cds was used successfully. One clip was implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.